Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was received for analysis and the analysis results showed that the device was noted to have the jaw ramp broken off at the right side. One possible cause for the damage found might be excessive loading due to forming a clip over another clip exceeding the structural capability of the jaws. However, an investigation has been initiated to address the potential root cause of the broken jaw issues. Further evaluation found that the device was empty and locked out but the orange indicator was not visible. Please note that these findings are unrelated with the incident reported. Due to the condition of the device, no functional testing could be performed to evaluate the event reported.

Event description:
It was reported that during a laparoscopic procedure, the jaw became not to open after firing two or three times. Another device was used to complete the case. There were no adverse consequences for the patient.